Event description:
Olympus was informed that the teflon pad on the grasping section of the device became melted during a laparoscopic fallopian procedure. The intended procedure was successfully completed using another similar device. There was no patient injury reported. A review of the device error log revealed no indications of over activation by the end user. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no success.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the teflon pad was severely worn with metal exposed. This type of teflon pad damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation,exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."